Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-screen (3) test wells, lot r229, on the echo instrument.

Manufacturer narrative:
Customer was advised that since they do not have additional sample for investigation, we are unable to determine if the sample was the cause of the unexpected reactivity.